Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. Prior to a 1:30 pm left atrial appendage (laa) closure procedure, the patient had nothing by mouth (npo). Heparin was administered and the patients activated clotting time (act) was 341 seconds. A 27 mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. The closure device was deployed. The la pressure at the time of implant was 14 mmhg. Release criteria were met and a complete seal of the laa was observed. A minute and a half to two minutes after releasing the closure device from the core wire, the closure device embolized. A transesophageal echocardiogram (tee) revealed that the closure device was in the left atrium. The closure device ended up passing through the mitral valve into the left ventricle. They gained arterial access on the left side, while utilizing a pigtail catheter to free the closure device from the anterior leaflet of the mitral valve. They pinned the closure device in the apex of the left ventricle in response to the patient decompensating. The patient had low pulse and lower cardiac output. Once the closure device was free from the anterior leaflet of the mitral valve, the patient became hemodynamically stable and fine. They ended up utilizing the pigtail catheter to hold the closure device in the left ventricle while inserting a18 french sheath. The pigtail catheter was then pulled into the left ventricular outflow tract (lvot). At this time the closure device ended up passing from the left ventricle to the ostium of the lvot and the physician used the pigtail catheter to gently pull the closure device through the lvot and into the descending aorta. They exchanged the pigtail catheter for a non-bsc snare and captured one of the anchors of the closure device. Eventually they were able to pull the closure device into the 18 french sheath and successfully removed it from the patient's body. The patient remained in stable condition, so they decided to go back in with a 30 mm watchman ® laa closure device along with a double curve watchman ® access system. The closure device was successfully placed in the left atrial appendage meeting release criteria. They removed everything from the patient's body, closed the arterial access on the left side with the access on the right side and successfully extubated the patient. The patient remained stable and was discharged the following day.